Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed powerport clearvue isp implantable port kit were returned for evaluation. In addition to the returned physical sample, two electronic photos were provided for review. The top tyvek label appeared to be partially detached from the tyvek tray and a tear was noted on the center right of the label. Therefore the investigation is confirmed for the reported packaging of the device torn issue and the photo review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 10/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a port placement procedure, a slice was allegedly noticed in the product wrapper. Reportedly, sterility was compromised. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Expiration date: 10/2024.

Event description:
It was reported that prior to a port placement procedure, a slice was allegedly noticed in the product wrapper. Reportedly, sterility was compromised. There was no patient contact.